Event description:
A customer contacted baxter technical services (bts) regarding assistance with a system error 2240 (air in line) alarm during dwell 3 of 5 on the homechoice machine (hc). The technical service representative (tsr) asked assisted the home patient (hp) to clear the alarm by turning the hc off and on. System error 2367 alarm occurred. The tsr assisted the hp to turn the hc off and on again to get back to press go to start. The hp elected to finish with a manual bag. The caregiver(cg) was contacted on (B)(6) 2012. The cg stated this was an isolated event. The cg stated the hp did not develop any adverse reactions or need any medical intervention. The cg stated that after starting over with new supplies no further issues were found. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation could be performed. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). This complaint of a leak and reported system error 2240 (air in set) was confirmed. The root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.